Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: email.

Event description:
Reported false negative sars result for 1 symptomatic (3-5 days post onset of symptoms) patient. The customer communicated the result was confirmed positive by molecular (pcr testing).